Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and the receiver that occurred on (B)(6) 2016. Patient was read the patient system memory reset explanation and was recommended to re-start the smart device every other day or kill all other application except for the dexcom application. On the receiver, the patient was advised to perform a paperclip reset of signal loos is over 30 minutes. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
On the receiver, the patient was advised to perform a paperclip reset of signal loss is over 30 minutes. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.